Event description:
I have mercury poisoning from dental amalgam fillings (3) which were place in my mouth in 1971. Currently, am reviewing best products for: removing fillings a teeth containing the fillings. Removing the accumulated mercury from my body. Dates of use amalgam fillings in place since 1971. Diagnosis or reason for use, 3 cavities/caries/dental decay.